Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (moisture ingress) issue with the pump. It was reported that there was moisture ingress behind the pump¿s display screen. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during investigation, evidence of moisture was observed behind the display. The display screen was distorted due to moisture damage. The pump failed a leak test due to a case seal leak. The pump cover was opened and moisture was found in the pump.